Event description:
The following description of the event and the condition of the patient was copied from the user facility medwatch report (B)(4). "Title: xxxxx". "Event desc: the touch screen locked and was not able to be unlocked; it did not respond when touched." "What was the original intended procedure? Mechanical ventilation-trying to change settings." The following additional information concerning the event was copied from an e-mail received from the user facility on (B)(6) 2011 that was in response to an e-mail sent by carefusion seeking additional information. "Looks like it was an operator error and the department didn't feel a need to inform biomed."

Manufacturer narrative:
(B)(4) (touch screen not responding to touch). The following information concerning the evaluation of the device is a summary of the information provided by the user facility in response to an e-mail sent by carefusion requesting additional information. The user facility biomed engineer evaluated the device and was not able to duplicate the reported alleged event. However after communicating with user facility staff, he determined that a user error was the root cause of this perceived malfunction. Per user facility biomed engineer, device is operating as intended and is ready for patient use.